Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion anomaly was not confirmed in the laboratory. A longevity calculation was performed and the device was found to be within normal estimations. No high current drain measurements were found during bench testing and on the automated electrical system. The device met all specifications.

Event description:
It was reported that the device was explanted due to excessive charges. Premature eri suspected.